Event description:
It was reported that the pt experienced minimal therapy following catheter revision in 2008. Following the catheter revision, the lioresal 1000 mcg/ml dose was restarted at 50 mcg/day. Over the next several weeks, the dose was increased to 70-105 mcg/day. At about 16 days later, the pt had return of signs and symptoms of withdrawal same as prior to the revision. The symptoms included increased muscle tightness, headache, fever and lower extremity clonus. The pt then underwent a complete catheter revision 4 days later. The pump was restarted at 65 mcg/day at 1000 mcg/ml. The catheter that was removed seemed to be without any kinks thus was not returned for analysis. The pt had pre-revision symptoms of increased tone, clonus and penile pain postoperatively. It was also reported that there was a fluid collection around the pocket. Cultures of the fluid were being sent to the lab for possible infection. The pt required another stitch at the spinal incision site. The seroma has now resolved. Currently, the pt is doing well with lioresal dose of 130 mcg/day.

Manufacturer narrative:
Results code - used for catheter.